Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient accidentally changing the time to am).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (time/date) issue. The reporter stated that the patient had blood glucose (bg) of 57mg/dl with shakiness, severe dizziness and confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient stated that they may have hit the buttons and changed the time to am by accident. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in accidentally changing the time to am.